Manufacturer narrative:
Date of event is (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. Explant date: (B)(6) 2019. The lens was exchanged on (B)(6) 2019 for a shorter length lens and the problem was resolved. Type of reportable event: serious. Device evaluation: lens returned dry wrapped in gauze inside a biohazard bag with clear surgical debris on product. Visual inspection found haptic bent and gauze fibers on lens. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault was observed, surgeon plans to exchange lens with a shorter length lens. If additional information is received a supplemental medwatch report will be submitted.